Event description:
It was reported that the patient did not recharge their ipg for an extended period of time. As such, the ipg became inoperable. In turn, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient reported failing to charge their ipg to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.